Manufacturer narrative:
Report source: article titled: global symposium on motion preservation technology "intra-operative fracture of the spinous process in one pt." Barbagallo g; olindo g; corbino l., plantania n., albanese v; university of catania, neurosurgery, catania italy. Device not returned, internal review of literature, follow-up with author.

Event description:
In an article titled: "intra-operative fracture of the spinous process in one pt," the following events were reported: a pt was scheduled for treatment of lss with nic at levels l3-l4 and l4-l5. During the operation, the spinous process at l5 fractured; this was posterior from the base of the spinous process. The physician did not implant an x-stop device at l4-l5; a 12mm x-stop was implanted at level l3-l4. Post procedure, the pt remained symptomatic. Non surgical management was initiated. No additional info was reported.